Event description:
Per the independent repair center, the customer alleged problem is a noisy unit. The key failure is the 4 way valve has major leaks on end cap. As stated on the repair statement additional malfunction on this device: power switch has no alarm.